Event description:
Adult child reports patient nebulizer is not working after being unused for three weeks following a hospital stay. Unknown hospitalization date. Unknown reason for hospitalization. Unknown length of hospital stay. Unknown if md is aware. No additional information was provided. Unknown if patient missed a dose. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.